Manufacturer narrative:
Although the complainant had indicated that the suspect device was intended to be returned for evaluation, it has not been received. An evaluation was not performed; the cause of the reported malfunction is undetermined. A review of the device history record was performed; no anomalies were noted. A search of the complaint database did not reveal any additional complaints reported for the same lot. The complainant indicated the device was used in the colon; however, the product instructions for use state: "indications for use. The extractor and extractor xl retrieval balloon catheters are used endoscopically to 1) remove stones from the biliary system; or 2) to facilitate injection of contrast medium while occluding the duct with the balloon." Although the cause of the reported malfunction is undetermined, based on the information reported by the complainant, it is likely attributable to physical contact between the balloon and a sharp object in proximity to the targeted stricture.

Event description:
Note: this report pertains to the second of two reported malfunctions which occurred during the procedure. Refer to MFR report #3005099803-2008-3693 for details regarding the first device. It was reported to boston scientific corporation in 2006 that when the physician inflated an extractor xl retrieval balloon in the patient's colon, the balloon "blew up" as it was partially advanced in the target stricture. The procedure was successfully completed using this device. No patient complications were reported as a result of this event.